Event description:
It was initially reported that the patient had both stimulators replaced 2012 (B)(6), not further specified. The patient was now experiencing tremors on the right side..troubleshooting with the patient programmer showed that both left and right ins were on and ok. Programmer was on simple mode and the patient did not have the ability to adjust parameters. Follow up information noted that the patient had received assistance from their physician or the manufacturer's representative and their concerns were resolved. Appointment was jan (B)(6). It was also noted that the patient was still having concerns with their device or therapy, but had not sought further help. Subsequent reporting noted that the cause of the event was "wire not connected." Abnormal impedance was noted as n/a. Surgical intervention involving revision was performed on 2012 (B)(6). Description of the surgical intervention was noted as exploration of dbs system. Signs and symptoms were noted as tremor onset. Hospitalization was not required. The patient outcome was recovered without sequelae.

Manufacturer narrative:
Neurostimulator model # 37602, serial # (B)(4), implanted 2012 (B)(6), explanted unknown; lead model # 3389-40, lot # j0340423v, implanted 2003 (B)(6), explanted unknown; extension model # 748266, lot # nhu000298v, implanted 2003 (B)(6), explanted unknown; programmer model # 37642, lot # njz116569n; extension model # 748266, lot # nhu000315v, implanted 2003 (B)(6), explanted unknown; lead model # 3389-40, lot # j0343663v, implanted 2003 (B)(6), explanted unknown. (B)(4).